Event description:
It was reported that the patient received multiple shocks. It was also reported that the device had less that two years of service and was prematurely at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.